Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit does not power on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed touch screen electrical damage, heater plate kit electrical damage and reusable pollen filter service. The customer complaint was able to reproduce. There was five error has been identified.